Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose level rose to 19.2 mmol/l (346 mg/dl) while wearing the pod between 24 and 36 hours. When removed from the infusion site (arm), the pod's cannula was found bent, a little shorter than usual and leaking. The patient did state that the pink slide did not move forward. As treatment, a new pod was applied.